Manufacturer narrative:
The event unit was returned to applied medical for evaluation, without the tissue bag. Visual inspection noted a broken cord loop and metal prongs exposed, confirming the complainant¿s experience of broken string and tissue bag falling off. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: laparoscopic nephrectomy. Detailed description of event: complaint 1 of 2: 2021-002427 (medwatch # 2027111-2021-00719). Complaint 2 of 2: 2021-002428 (medwatch # 2027111-2021-00720). String of the bag broke/pulled off, during normal use. Additional information received from applied medical representative via email on (B)(6) 2021: the second instrument had exactly the same issue and should also have been set aside. No injury occurred for either patient, fortunately, but it did make the removal of the kidney a lot more problematic and, of course, for the spilling of the tumor tissue, this is not a desirable thing. The string let/ broke loose from the bag leaving us with a loose/open bag in the patient. There was no unnecessary (drag)force used on the device. It was the same lot number. Additional information received by email from applied medical representative on 23dec21: the 2 bags were used in 2 separate procedures on the same day. The dr uses the bags for a long time now. The bags were not intentionally removed they fell into the abd cavity with, in both cases, a kidney inside and that¿s why we couldn¿t remove the bags closed and a potential of tumor spill risk. We were lucky to get them out with the use of an alexis ring. Patient status: no injury occurred for either patient. Type of intervention: unknown.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: laparoscopic nephrectomy detailed description of event: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). String of the bag broke/pulled off, during normal use. Additional information received from applied medical representative via email on 01-nov-2021: the second instrument had exactly the same issue and should also have been set aside. No injury occurred for either patient, fortunately, but it did make the removal of the kidney a lot more problematic and, of course, for the spilling of the tumor tissue, this is not a desirable thing. The string let/ broke loose from the bag leaving us with a loose/open bag in the patient. There was no unnecessary (drag)force used on the device. It was the same lot number. Patient status (what happened as a result of this event?) No injury occurred for either patient. Type of intervention: unknown.